Event description:
An initial report of high impedance was found during an internal periodic history review of programming history data using m3000 v1.5 software, where the generator output currents were set >0ma. The patient underwent low battery generator replacement on (B)(6) 2018 that was not related to the high impedance. The lead was not replaced and impedance after the generator was replaced was ok. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. The generator was returned and product analysis was completed. The product analysis lab confirmed to that the generator battery was depleted. The low battery voltage condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found. No other relevant information has been received to date.